Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to motor error alarms. No moisture damage on electronic assembly during visual inspection. Unit had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir was leaking at compartment. Customer¿s blood glucose level was 29 mmol/l. Customer reported that they already been discarded the reservoir and noticed insulin under reservoir compartment. The device will be returned for analysis.